Event description:
It was reported that the insulin gauge displayed a different amount than expected, with a fill estimate issue noted by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller was informed about the importance of removing air from the cartridge before filling, but declined to load a new cartridge at this time, opting to continue using the current cartridge and following up if necessary.